Event description:
It was reported to medtronic minimed that the patient experienced a low blood glucose (bg) event, with a bg value of 53 mg/dl, after finishing lunch. The event involved product(s) mmt-396a, mmt-1884, mmt-7040ma and mmt-332a. The low bg was managed with the help of the customer's immediate family member and the insulin pump. The low bg event was associated with air pressure changes during a flight (happened during takeoff). It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer was advised that sudden changes in air pressure can cause more insulin to be released than expected and was reminded to monitor glucose levels closely during air travel and keep rapid-acting glucose available. No further patient complications were reported. Mmt-396a, mmt-1884, mmt-7040ma and mmt-332a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.